Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a chest x-ray which showed no evidence of the implantable cardiac monitor (icm) in the chest.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) could not be interrogated. It was further reported that pause episodes appear to show loss of contact. The icm remains in use. No patient complications have been reported as a result of this event.